Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in bile duct during a papillotomy procedure performed on (B)(6) 2018. According to the complainant, during procedure, when they started to bow the device, it was noticed on the monitor that the cutting wire broke. Reportedly, the device had no problem during inspection and prior to insertion into the endoscope. Additionally, no part of the device detached inside the patient. The procedure was completed with a second autotome rx 49. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Device codes): the problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device revealed the cutting wire was broken and blackened. Additionally, the distal tip was found split and the anchor wire was not present and was not returned for analysis. The complaint was consistent with the reported event of broken cutting wire. It is most likely that a peak of voltage could have caused the failures noted. On other hand, the distal tip split, it is the most likely that during the procedure the device could have been damaged due to excessive manipulation of the product or the interaction with other devices. Therefore, it was concluded that the investigation conclusion code of this event is cause traced to component failure since the failures were an expected or random component failures without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in bile duct during a papillotomy procedure performed on (B)(6) 2018. According to the complainant, during procedure, when they started to bow the device, it was noticed on the monitor that the cutting wire broke. Reportedly, the device had no problem during inspection and prior to insertion into the endoscope. Additionally, no part of the device detached inside the patient. The procedure was completed with a second autotome rx 49. There were no patient complications reported as a result of this event.